Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose (bg) level was 500 mg/dl and insulin injections were used to address the bg level. After changing the supplies, the customer received another occlusion alarm. Tandem technical support had the customer perform a system check and the occlusion appeared to be at the infusion site. The customer removed the cannula and insulin was seen exiting from it. The cannula did not appear to be damage. The customer thought the pump was the cause of the occlusion.